Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the left main artery required protection due to anatomy. An undeployed boston scientific coronary stent was positioned in the artery as a precaution. The coronary stent detached from the delivery system after the valve was deployed. There was no allegation of the valve occluding the left main artery. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).